Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device was not able to be repaired and the customer received a replacement device. Physio-control further evaluated the customers device and a cracked and shorted capacitor 181 on the user interface pcb assembly, causing the device to display a white screen was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.